Manufacturer narrative:
Patient code (B)(4) refers to the reported symptom of "giddy".

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra easy meter read inaccurately high compared to a calibrated laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred at on (B)(6) 2017. At this time, the patient reportedly obtained a blood glucose result of ¿202mg/dl¿ with the subject meter and a calibrated laboratory device result of ¿100mg/dl¿ within 10-30 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The patient manages their diabetes with 13 units of human mixtard insulin, x1 2mg ¿glimy¿ and x1 ¿ziten 20¿ tablet per day. As a result of the alleged high subject meter reading the patient increased their insulin dosage to 18 units. An unspecified period of time later the patient reported feeling ¿giddy¿ and had ¿blurred vision¿ for a few seconds. The patient could not recall what treatment they sought in response to these symptoms, however stated that they now take a reduced dosage of 12 units of insulin per day. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the blood glucose results. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after allegedly obtaining inaccurately high results with the subject meter.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.